Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the interconnect cable was damaged and would not plug into the c-arm. As a result, there was no power to the c-arm. There was no pt injury or death reported.